Event description:
Customer complaint - limited information available: stated device burned him. Heating pad would not turn off. Stated device overheated. Was burnt by device.

Event description:
Customer complaint - limited data available stated deviced burned him. Heating pad would not turn off.